Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and was pacing the ventricle. The ra lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.